Event description:
Patient with zoll defibrillator at bedside. Patient in vfib arrest. Zoll placed in AED mode, code blue called overhead and CPR in progress. AED recommending defibrillation. Charging, staff cleared at sound of charging. Prior to hitting defibrillation button, zoll delivered shock. All staff was clear, and shock was delivered. No strip printed but on monitor clearly defined electrical charge delivered. Patient responded appropriately. Machine sequestered and new defibrillator placed at bedside.